Event description:
The customer reported the system was intermittently not booting to a usable state. There was no report of a patient or user injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos pcb and power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.